Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A technical support specialist determined that the issue could be resolved by restarting the synchronization service on each device, remotely accessed the station, restarted the service, and confirmed that the stations were no longer in disconnected mode before notifying the customer. The customer confirmed the issue was resolved and inquired about the cause; tss explained that the likely root cause was a loss of communication between the synchronization 2.0 server service and the database server during a service restart or server reboot. Additionally, the health sight viewer (hsv) was showing a bogus device in critical override, cleared by restarting the notification service. The customer acknowledged that the bogus critical override was no longer appearing. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating and customer rebooted the machine. However, there were no delays or adverse events or injuries reported based on this event.